Event description:
A report was received that during an ipg replacement procedure (MFR report #: 3006630150-2018-02094), it was discovered that the patients lead was fractured. It was noted that there were no known issues due to the lead being fractured. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an ipg replacement procedure (MFR report #: 3006630150-2018-02094), it was discovered that the patients lead was fractured. It was noted that there were no known issues due to the lead being fractured. The patient will undergo a lead revision procedure.